Event description:
Healthcare professional reported " patient experienced swelling on breast. Usg and mr were performed and rupture with size of 6-7 mm was observed". This record relates to right side. Device has been explanted. Subsequently physician also provided further information stating " patient experienced pain and swelling on right breast and these complaints did not recover."

Manufacturer narrative:
Device evaluation: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6, d6, e1, g4, h4, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported " patient experienced swelling on breast. Usg and mr were performed and rupture with size of 6-7 mm was observed." This record relates to right side. Device has been explanted. Subsequently physician also provided further information stating " patient experienced pain and swelling on right breast and these complaints did not recover."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " patient experienced swelling on breast. Usg and mr were performed and rupture with size of 6-7 mm was observed". Affected side unknown. Device status unknown.